Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the , drawer was not opening. A field service engineer (fse) had run the hardware test application (hta) and did not hear any clicking when opening the drawer. Fse inspected the inseparable unit, drawer sensor, magnet, and pyxibus cable no issues found. The solenoid was replaced, but the drawer issue persisted. Fse replaced both controller boards and the flat flex cable due to friction markings, yet the drawer still failed. As no more controller boards were available, the customer agreed to replace the drawer with one on-site. After replacement, all cubies were transferred via hta, and the drawer was assigned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.